Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been experiencing fainting spells. The patient reported that it was unable to be determined if the syncope was related to the patient's heart. The local boston scientific was unaware of any additional information. The device remains in service. There were no additional adverse patient effects reported.